Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2018, imaging identified a distal type I endoleak with an unknown amount of aneurysm enlargement. It was reported the cause of the endoleak was disease progression. On (B)(6) 2018, a re-intervention was performed to treat the distal type I endoleak whereby a plc231000 was implanted extending from the existing ipsilateral leg.

Manufacturer narrative:
Code 213 ¿ the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.